Event description:
Midway through a robotic cholecystectomy case, the scrub and surgeon both notices that the "tip cover accessory" (tca) had slipped off the robotic instrument while the robot was docked and instruments were in the abdomen. The tca was able to be retrieved and replaced with a new one. There was no harm to the patient.